Event description:
Two new drager "perseus" a500 anesthesia machines were received for clinical trials. The machines received a complete performance inspection in late june by the manufacturer's field service technician. Four days later, one machine was delivered to the operating room by our htm (biomed) technician, working with the manufacturer's sales agent to connect gases and install monitors and accessories needed for use. The second machine was installed the next day. During installation of the first machine, a sound of escaping gas was heard, as if the machine had a leak. The sound ceased within a few seconds, before its source was found. Installation continued, and the machine was left ready for use. Two days later, a report was received from another operating room to check the anesthesia machine for a problem with unusual gas concentrations. This was not a room with the perseus machines. A hospital biomed technician responded. The technician verified proper operation of the anesthesia machine. Continued testing revealed that the nitrous oxide supply line in the wall was actually providing oxygen. Instructions were then given to staff in all anesthetizing locations to disconnect their anesthesia machines from the wall nitrous oxide supply and use their tank supply instead, while investigation continued with the problem of the wall supply. Later it was discovered that one of the perseus machines was still connected to the building's nitrous oxide supply. When the nitrous oxide hose was disconnected, a significant gas flow was observed to be coming from the hose. Since a surgery case was in progress, the biomed technician attached a shutoff valve to the end of the hose and left the machine in use. Surgery continued without interruption, and afterward the anesthesia machine was inspected. In back of this machine was found a set of shutoff valves on the oxygen and nitrous oxide inlets. Between the valves and the machine was a short, clear hose connecting the two inlets together. Both valves were opened to the wall supply, allowing oxygen, normally at a higher pressure, to flow into the nitrous oxide hose. The hose and shutoff valve assembly was identified as a test fixture that had been used by the manufacturer's agent to verify machine operation in the absence of a nitrous oxide supply. When the valves were removed, the machine operated properly and there was no longer any oxygen flow into the nitrous oxide line. The clinical trial was largely finished, and it was decided to return the perseus machines to the vendor. An external company was called to inspect and recertify the hospital's gas supply lines. They confirmed the presence of oxygen in the nitrous oxide line. They purged all the lines, then verified that the gas supplies were within purity specifications. Manufacturer response for anesthesia machine, perseus (per site reporter): manufacturer assisted with clarifying events leading up to discovery of the problem.